Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 4/19/2023 it was reported by a distributor via email that the sutures from an ar-8911ds mini tightrope repair kit broke during reduction. This was discovered during a lisfranc procedure on (B)(6) 2023. The case was completed by removing everything from inside the patient and using a new ar-8911ds mini tightrope kit.